Event description:
It was reported that during a da vinci-assisted surgical procedure, operation room(or) nurse contacted the technical support engineer (tse) to report that they were getting repeated-recoverable error 23072 on set up joint(suj) #4. The onsite logs show error 23072 on suj#4 (z-axis). The or staff was able to recover error several times and it turns out they were not using arm #4 for this case. The or staff completed the case. The tse had the or staff do a hard reset on the patient side cart (psc) and it came up with no errors. The procedure was completed with no reported injury. Follow-up was performed to request additional information related to the event, but no further details have been received as of the date of this report.

Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure, repeated-recoverable error 23072 occurred on set up joint(suj) #4. Based on the claim against the product by the customer noting error 23072, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse adjusted the arm and reseated p10 connector to resolve the issue. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm)4 was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.